Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is available for testing and evaluation but, report is not available as of this writing. Add'l info received will be submitted within 30 days upon receipt.

Event description:
Percutaneous coronary intervention (pci) was being performed on a 95% de novo lesion in the distal left circumflex that was not calcified or tortuous. The lesion was pre-dilated with a 20x15mm lacrosse balloon and while advancing the cypher, soon after the stent delivery system (sds) came out of the guiding catheter; the physician felt resistance and the sds could not be advanced. It was retrieved from the pt and the guidewire exit port was cracked. A kink was also observed on the shaft near the exit port. A different cypher of the same size was planted instead without difficulty. There was no reported pt injury and the product was returned for analysis.